Manufacturer narrative:
(B)(4). The customer returned one, three-lumen cvc catheter and lidstock for analysis. Signs-of-use in the form of biological material was observed inside the distal extension line. Visual analysis revealed that the distal extension line had separated along the extrusion. Microscopic examination revealed that the point of separation was smooth and uniform, which indicates the contact with sharps caused or contributed to this event. In addition to this, small cuts/holes were also observed directly adjacent to the point of separation. These holes were also smooth and uniform. The point of separation measured 12mm from the juncture hub. The distal extension line outer diameter measured 1.69mm, which is within the specification limits of 1.68mm-1.78mm per the distal extension line extrusion graphic. The distal extension line inner diameter at the distal end and at the point of separation measured 1.143mm, which is within the specification limits of 1.14mm-1.24mm per the distal extension line extrusion graphic. A lab inventory syringe filled with water was used to inject the proximal and medial lumens. No blockages or leaks were observed. A manual tug test confirmed that the distal extension line was securely molded to the juncture hub and the luer hub. Two device history record reviews were performed. One on the lot# reported and one on the lot# as received. No relevant findings were identified.the IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of an extension line separation was confirmed through complaint investigation. Visual analysis revealed that the distal e xtension line had separated along the extrusion. Microscopic examination of the separation revealed that the edges were smooth and uniform indicating contact with sharps caused or contributed to this event. The distal extension line and catheter met all relevant d imensional and functional requirements. Two device history record reviews were performed. One on the lot# reported and one on the lot# as received. No relevant findings were identified. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports on "(B)(6) 2020, the extension line was found leakage during usage on the patient." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer complaint reports on "(B)(6) 2020, the extension line was found leakage during usage on the patient." No patient harm reported. The patient's condition is reported as fine.